Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) indicated that cause/action of motor stall was asked but unknown at this time. There no motor stall when the pump was interrogated on (B)(6) 2023. The event was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 1000mcg/ml at 600mcg/day. It was reported that, per the doctor, the patient was admitted to the hospital after having a syncopal episode. Per the patient, the pump started to alarm every 15-20 minutes on (B)(6) 2023 . The pump was interrogated on (B)(6) 2023 and it was noted that the pump reservoir was empty. The empty reservoir alarm was triggered on (B)(6) 2023 . Per the patient's managing physician, the patient had missed his last refill. The last refill was in (B)(6) 2023 . At the time of this report, the inpatient physician was working on finding a provider that could fill the patient's pump. Per pump logs from (B)(6) 2023, a low reservoir alarm occurred on (B)(6) 2023 . Multiple motor stalls were also logged. A motor stall occurred on 2023-10-03 at 4:44pm with a recovery at 5:53pm. A motor stall occurred on 2023-12-06 at 4:45pm with a recovery at 5:39pm. A motor stall occurred on 2023-12-07 at 8:37am with a recovery at 9:29am. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". No surgical intervention occurred or was planned. The patient's weight was asked but was unknown. The patient's medical history included spasticity.